Event description:
Customer reported that the insulin pump made noises when the motor was moving and that it sounded like it was coming apart. The blood glucose reading was 135 mg/dl. Customer also reported that the reservoir was leaking. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump received with loud motor noise during rewind due to faulty motor. No moisture damage found inside the reservoir compartment or on the electronics, motor, vibrator and battery tube assembly. Also received with cracked reservoir tube lip and scratched display window.